Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the patient experienced pain from septal right ventricular (rv) pacing. Phrenic nerve stimulation was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.